Event description:
I use the dexcom g6 constant glucose monitor. When I pushed the applicator button it did not work properly. The adhesive was stuck to my skin and the applicator was hanging off. The sensor and needle was not inserted properly. My fiance tried to remove the sensor from the applicator, but it did not work. It began to cause me a lot of pain due to the needle lodged into my skin improperly. We had to use tweezers to slowly pull back the adhesive since the applicator was in the way. Eventually, I was able to pull off the sensor adhesive and remove the needle from my body. The plastic sensor/needle was stuck inside the applicator and will not move. The adhesive part of the sensor is no longer connected to the sensor/needle part. I was unable to use my cgm sensor. Many patients (adults and children) have had this problem with an entire box (3 sensors) or more (up to 12 sensors) in the last 6 months. FDA safety report ID# (B)(4).